Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the day after the patient had an implant procedure, the follow-up interrogation revealed a loss of sensing and capture on the atrial lead. An x-ray was taken which revealed the atrial lead had dislodged. That same day the lead was repositioned. The patient was stable before, during, and afterward each procedure and will continue to be monitored.